Manufacturer narrative:
Correction to b3: the event date was changed to 12 feb 2024 based on the date of the customer hmi results. Correction to b5: the positive culture result reported by the customer was not from the subject device, but from rinse water of three water machines, all of which were negative. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: test result date: (B)(6) 2024. Sampling from: air/water channel. Cfu: 14cfu /ml. Bacterial identification: rothia mucilaginosa. Test result date: (B)(6) 2024. Cfu: confirmed negative in culture test. The device was evaluated where white foreign material was found in the air water cylinder and channel where the bacteria was detected which may have led to insufficient reprocessing which ultimately could have led to the reported event. The foreign material was unable to be identified and a root cause could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for less than one (1) colony forming unit of an unspecified micro-organism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.